Event description:
As reported by our affiliates in austria, approximately 6 years and 2 months post implant of a 23mm sapien 3 valve in aortic position, the valve presented mild to moderate perivalvular leak and a gradient of 46mmhg. Therefore, a valve-in-valve procedure was performed with another 23mm sapien 3 ultra valve. The result was good with no more perivalvular leak.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve paravalvular leak was unable to be confirmed due to unavailable of relevant medical record/ imagery. The complaint for valve increased gradients was confirmed based on medical report. A review of complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time, which includes increased gradient and regurgitation. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: august 17, 2016). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed as reported, "6 years and 2 months post implant of a 23mm sapien 3 valve in aortic position, the valve presented mild to moderate pvl and a gradient of 46mmhg". Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and unavailability of relevant imagery, a definitive root cause was unable to be determined at this time. Medical record review revealed that patient had a history of hypercholesterolemia, diabetes, and chronic renal failure (kidney disease). Hypercholesterolemia, diabetes, and kidney disease are a known risk factor for developing bioprosthetic heart valve calcification. Tissue calcification is a common failure mode of structural valve deterioration (sv), which can contribute to the narrowing of effective valve area (i.e. Stenosis with thickened leaflets) and thus, result in elevated gradients. As such, available information suggests patient factors (hypercholesterolemia, diabetes, kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.